Event description:
It was reported by service report that the angle display for the fowler was not accurate. The customer could not determine if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: bed was out of calibration.